Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the excision was extended by no more than 2.5cm. When device locked on lung tissue, it was unable to be separated from the tissue, so an additional stapler was inserted posterior to the first. This maneuver aided in removing the stapler off of the tissue. A second firing was used to complete staple line. A larger wedge of lung tissue was needed to complete resection. Last known patient status was not the patient was schedule for chest xray and if okay should be discharged from facility.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the reload was partially fired to just before the 3cm cut line. The knife bar was herniated from the side of the reload and the jaws were clamped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vats procedure, there was problem unloading the device - stapler reload could not be retracted, it was manually pulled back, it returned the knobs. However it did not return knife blade. There was poor staple formation and the distal staple line was incomplete. Also, the device locked on tissue. The patient hospitalization was extended. There was a temporary injury - incomplete staple firing on lung parenchyma. There was tissue damage. The excision procedure was extended.